Event description:
Additional information was received from the healthcare provider (hcp). Healthcare provider reported that the cause of urinary retention and constipation was due to therapy programming. Healthcare provider clarified that current settings are set too high. Healthcare provider reprogrammed device settings which resolved patients symptoms.

Manufacturer narrative:
Continuation of d10: product ID b35300, serial# (B)(6), implanted: (B)(6) 2024, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b35300 serial# (B)(6) implanted: (B)(6) 2024 product type implantable neurosti mulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a deep brain stimulation implantable pulse generator (ipg) neurostimulator was providing less than the requested therapy on the left side of the chest. The patient observed a message on their programmer indicating a device issue (code 2703). The patient described an inability to urinate or have a bowel movement when device settings are too high. The patient reported a head impact to the chest, but did not believe it was forceful enough to affect the device. The patient was redirected to follow up with their healthcare provider for a device check and has a scheduled appointment with a .